Manufacturer narrative:
Upon receipt of additional information it has been determined that this device did not cause or contribute to the reported event. Bacteria can spread through the blood stream from one part of the body to a different part of the body, this is known as hematogenous spread of infection. As reported the patient's hip became infected from dental work and a dental infection causing anatomical changes. An infection of this degree and nature can lead to bone disease / destruction (osteomyelitis etc) and subsequent anatomic changes due to bone loss. As the sterile cert was reviewed and found to be conforming, the source of the infection is known, and this is an ongoing cascading event stemming from that infection, the devices can be definitively excluded as causing or contributing to the reported event. This event is therefore not reportable. The initial report was submitted in error and should be voided.

Event description:
Upon receipt of additional information it has been determined that this device did not cause or contribute to the reported event. The initial report was submitted in error and should be voided.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Device remains implanted.

Event description:
It was reported patient has been indicated for a right hip revision due to unknown reason; however, no revision has been reported to date.